Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was not showing an ECG heart trace during use. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.

Manufacturer narrative:
Patient information is unknown, could not be obtained. The electronic event file from this event was provided to philips for review. The file showed that on (B)(6) 2017 users powered the device on into the AED mode and established an initial pads ECG waveform showing a non-physiologic asystole. This waveform was consistent with the users having the test load attached to the pads cable. An alarm resulted which the users silenced while they attached defibrillator pads to the pads cable. This action established the patient¿s ¿pads ECG¿ waveform. Note that the pads ECG waveform is required for analysis of the ECG waveform in the AED mode. At 1:16 (one minute, sixteen seconds) elapsed time (et) the user rotated the therapy knob into the pacer mode, pausing there, before switching to the manual mode. When users select the "pacer" mode, the ECG lead defaults automatically to lead ii which is expected device behavior. There were no ECG leads attached to this patient during this event. A dashed line was therefore displayed indicating to the user that there was no leads ECG input. The users then switched to the manual mode to deliver therapy. The lead input of "leads ECG¿ was carried over to the manual mode. The users needed to select the "pads" ECG lead to visualize the pads ECG waveform in the manual mode. The ¿lead select¿ button is on the left side of the display and allows the user to scroll through the available leads to select the desired lead to be displayed. The users were able to deliver a 150 joule shock to the patient at 1:25 et. Using the same defibrillator pads the staff switched to a different defibrillator and acquired a pads ECG waveform and continued to treat the patient. The customer evaluated the device but could not reproduce the reported symptom. The operational test passed. No repair was warranted. The device is in a normal operating condition and remains at customer site. Philips will not consider this as a malfunction of the philips device as the available information is fully consistent with a user unfamiliar with philips product. There is no indication of any systemic problem; no further investigation or action is warranted. .

Event description:
It was reported to philips that the device was not showing an ECG heart trace during use. The reported symptom occurred while the device was in use on a patient. The customer has confirmed that there was no harm to the involved patient as a result of this event.